Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 4 september 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm 5 bag 50 box sample was difficult to operate or not working/functioning during use. The following information was provided by the initial reporter: material no:320149 batch no: 9253720. Complaint 2 of 2. Consumer reported hard to press down dose button pen, 47 units, while using bd pen needles. Denied reuse of needles. Does not complete a flow check with each pen needle only first time use of pen. Advised to do so with proper placement of non patient end. Date of event: recent use unknown dates.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm 5 bag 50 box sample was difficult to operate or not working/functioning during use. The following information was provided by the initial reporter: material no:320149 batch no: 9253720. Complaint 2 of 2. Consumer reported hard to press down dose button pen, 47 units, while using bd pen needles. Denied reuse of needles. Does not complete a flow check with each pen needle only first time use of pen. Advised to do so with proper placement of non patient end. Date of event: recent use unknown dates.